Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 210 mg/dl at the time of incident. The customer stated that she heard beeps and the pump alarmed. The customer stated that she tried several reservoirs and the same issue occurred. The customer was assisted with running manual prime to at least 5.0 units and the pump alarmed no delivery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm during testing. The device was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was tested with a water fill test reservoir. No air bubbles anomaly noted. The device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.